Event description:
The customer stated that the paramedics were called due to a low blood glucose level of 57 mg/dl. The customer stated she accidentally delivered too much insulin with the insulin pump. The customer stated she felt better during the phone call, as she had treated prior to the paramedics' being called.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.